Event description:
Customer stated that the bravo capsule did not attach to the customer's esophagus. The customer stated that the pin partially advanced and it detached from the delivery system prematurely before the doctor pressed down on the plunger.

Manufacturer narrative:
No pt injury has occurred following this incident.